Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 107 mg/dl. Customer stated that the screen is all black. Customer was advised to insert a fresh battery and pump did not return to normal function. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. Customer was advised that we will ship out insulin pump.

Manufacturer narrative:
The insulin pump was received with frozen screen on full segment display due to faulty connector on interface board. We were unable to confirm alarm or perform functional test due to frozen screen. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.